Event description:
Patient presented back to the physician with arm pain and chest pain. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with a seroma, drainage, and signs of infection at the chest incision site. Physician prescribed oral antibiotics. Culture results returned positive for infection. Physician brought the patient into the or the next day, irrigated the chest pocket with antibiotic solution, and closed. Physician prescribed antibiotics after the procedure was completed. This resolved the issue.